Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01638. It was reported that the device was found to be in backup vvi mode via remote transmission. The patient was asymptomatic. When the patient presented for a device change-out, the device was unable to be interrogated. Inappropriate auto-mode switch due to atrial lead noise was observed. Programming changes were made, and the lead will continue to be monitored for further atrial noise. The device was explanted and replaced without difficulty. The patient was in stable condition and was discharged.